Event description:
Impella placed for ischemic cardiomyopathy. Approximately 3 days later, observed increased flow rate and fluid leaking from impella purge cassette, tubing changed. Following day flow rate increased again, cassette checked, moisture noted inside. Tubing changed again, flow rate reduced below 10 cc/hr, and no additional leakage detected.